Manufacturer narrative:
Perforator was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. Failure analysis - the perforator unit was inspected using the unaided eye. Very mild soiling was present, no other anomalies noted. In the failure analysis that was performed, the returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Potential causes of failure include: user misuse.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a perforator failed to disengage. The procedure was completed with a replacement product available. No patient consequences.